Manufacturer narrative:
(B)(6).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were lightheaded and unable to comprehend. She indicated that the cgm was displaying a value of 70 mg/dl and ate a fruit cup, drank apple juice and took glucose tablets to try and raise her blood sugar. The patient¿s husband stated the patient looked loopy and checked her blood sugar and it was below 20 mg/dl. The paramedics were called and administer the patient with a glucagon shot and transported her to the emergency room (ER). The patient was put on a glucose drip and was treated for dehydration. She was admitted on (B)(6) 2018 and was released from the hospital on (B)(6) 2018. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.